Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 164 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.